Event description:
It was reported that a small volume folfusor leaked from an unspecified location; however, may be from the "end of the line". The issue occurred after the device was filled with nutrient broth and incubated. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured november 18-20, 2024. The device was received for evaluation containing fluid in the bladder. Visual inspection via the naked eye showed no evidence of leak on or in any parts of the device. The bag that contained the device was dry. The outer and inner surfaces of the device were dry. The blue winged cap was observed to be securely tightened without evidence of wetness or leak. A functional leak test was performed by filling the bladder with green color water. During fill, no evidence of leak was observed. After fill, the device was monitored until the next day. The next day, no evidence of leak was observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.